Event description:
Information received by medtronic indicated that the customer reported inpen was not delivering the entire units of dosing. Troubleshooting was performed and found that customer tried to deliver 30 units of insulin to saw if there will be insulin that exits out but inpen only exit at 20 units. No harm requiring medical intervention was reported. The customer will discontinue using the inpen and the inpen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Base line functionality test : pass. Displacement dose accuracy: pass. Paired to commercial app using (B)(4) units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15.5,15,15,15. No additional problems found with this inpen. Serial number: (B)(6). Lot number: b1574. Software version: 3.9.0. Color: blue. Battery life remaining: < 7 months. First bond date: (B)(6) 2023, initial battery %: 81. Last bond date: (B)(6) 2023, last battery %: 86. User mobile device: n/a. Testing mobile device: iphone 12, ios: 16.5. Customer reports: inpen is not delivering the entire units dosed. Per visual inspection: front cap does not stay attached to inpen. No physical damage to cartridge holder was noted. Cartridge holder locks properly in place. Inpen paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Unit passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Performed leak test and no priming / delivery anomaly was noted. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to snap arm being cracked / broken. Pending further investigation performed in san diego location. In conclusion: per san diego analysis: inpen passed base line functionality test and displacement dose accuracy. Paired to commercial app using 27 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15.5,15,15,15. No additional problems found with this inpen. Possible under delivery anomaly was not confirmed. Cap anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.